Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6

Event description:
The device has been explanted.

Event description:
Healthcare provider called to report a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: underweight and opening curved. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device remains implanted.